Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of jubqf083 showed two other similar product complaint(s) from this lot number.

Event description:
Facility reported that when they push the wings down on the statlock to snap it into place, they noticed that the post was horizontal and would not allow the device to be snapped to secure the catheter. They are able to push the post into the correct position however, they feel that this weakens the post and feels as if it may break. This file addresses the first device. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the wings could not be snapped into place on the statlock retention device was confirmed, but the exact cause is unknown. Two unused statlock devices were returned for investigation. One was received in a sealed package. Impressions were noted both on the internal and external surface of the tyvek packaging. It appears that something was pushed against the tyvek from inside the packaging. The package was opened and it was noted that one locking barb was bent on the statlock device. The open sample also exhibited a bent locking barb. An attempt was made to close and lock each retainer, but the bent locking arms prevented the barbs from locking in place. It is unknown when the locking arms were bent. Conditions during storage may have caused the observed damage. It is possible that both devices were compressed and bent in their packaging. The samples were forwarded to the manufacturing site for further review. Mfg conclusion: complaint has been confirmed per returned devices condition. Evaluation results showed one arm bent on both samples not permitting closure of wing doors. However, root cause of returned products condition it is unknown since we are not able to verify how/when did the damage occur. A lot history review (lhr) of jubqf083 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that when they push the wings down on the statlock to snap it into place, they noticed that the post was horizontal and would not allow the device to be snapped to secure the catheter. They are able to push the post into the correct position however, they feel that this weakens the post and feels as if it may break. This file addresses the first device. No patient injury was reported.